Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test alarm. Customer blood glucose reading was 202 mg/dl. Troubleshoot was performed. Insulin pump did not alarm replace battery now. After inserting new battery, the issue still occurred. Customer was advised to discontinue from the pump per healthcare provider instructions. Customer has not tried to replace battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test noted. (B)(4).